Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient had syncope and that the patient's implantable defibrillator checked out 'within normal limits'. The caller questioned if the device had a programmable sensing vector. The device remains in use. No further patient complications were reported due to this event.